Manufacturer narrative:
(B)(4). Vyaire medical was able to verify the customer¿s reported issue during testing and evaluation. The ventilator failed the troubleshooting final test for non-conformance with the measured tidal volume and flow test. Bench testing revealed an out of calibration flow valve was creating the non-conformance. Vyaire medical performed a vhome trim, and the ventilator passed the troubleshooting final test.

Event description:
It was reported to vyaire medical that the ventilator was not delivering the set amount of tidal volume. There was no patient involvement associated with this reported event.